Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was damage to the external housing. This damage was consistent with rough handling of the device. Functionally, the handle was received with a fully depleted battery, and was inserted into a device running v16 software to charge. Eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize, and opened up and the individual cell voltages were measured to be 3.782 volts and 3.783 volts. The thermocouple was intact. The diagnostic limits were exceeded due to battery cell degradation. Once the battery health diagnostic limits are exceeded while charging the battery is disabled and a charging error is annunciated through a red flashing light on the charger. Also, logs could not be taken from the sd (secure digital) card. It was reported that damage was present on the external component of the handle. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the battery health algorithm shut off the battery. Analysis of the returned product noted that the microsd card was corrupted. The most likely cause for the additional condition is traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a servicing, prior to use the handle did not take any charge. The device was tested on a different charger but the same issue occurred. There is also a physical damage to the handle. It was noted that the charger was tested on other handles which pinpoints that the handle have discrepancies. There was no patient involvement.